Manufacturer narrative:
The initial reporter phone number is (B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was prepared for use to remove polyps in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during preparation and outside the patient, the nurse wanted to open the package, but saw a big black long hair inside. Reportedly, no damage was noticed to the inner sterile pouch and inner seal package was not compromised. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.